Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 333 mg/dl and 112 mg/dl. Customer had a headache at the time of the readings and self-treated with tylenol. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.